Event description:
Customer reported disconnecting of the luer connection of stopcocks (not sure if technician are checking/tightening prior to use). Customer reported a pt event in which the surgeon found a pt had lost 200ml of blood due to the disconnection having leaked. There was no harm to the pt, and no medical intervention reported. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set had been discarded by the customer and will not be returned.